Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastro-jejunal anastomosis with the oral anvil, the surgeon was unable to connect the anvil to the trocar of the handle. By changing the device handle, the surgeon managed to make the connection between the anvil and the stapler. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the device under the microscope displayed nicks on the knife blade. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Additionally, the investigation detected a secondary condition of damaged knife that has no relationship to the reported condition. No further actions have been deemed necessary at this time. Replication of the observed secondary knife blade damage may occur if the instrument is applied over an obstruction. The instructions for use manual for this product states: "4. Make certain that the section of tissue to be stapled is free from any metal or similar structure; otherwise, the knife blade may not cut." If information is provided in the future, a supplemental report will be issued.